Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), lot: ab2315. B3-date of event is estimated.

Event description:
Related manufacturer report number 1627487-2023-04363. It was reported the patient experienced ineffective therapy. Diagnostics indicated that 2 of 3 leads had multiple contacts with high impedance. Investigation was unable to determine which of the leads attributed to the event. As a result, surgical intervention was undertaken wherein the ieads were explanted and replaced. Effective therapy was restored post operatively.